Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event. Evaluation conclusions: other for anticipated procedural complications. A device history record review was performed for all the batches used. These confirmed that there all the batches met all material, assembly and performance specifications. The devices remain implanted, so were not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the reported vasospasm is noted as an anticipated procedural complication associated with such procedures. The directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore, it was concluded that the most probable cause of the reported event was anticipated procedural complication.

Event description:
A basilar tip artery aneurysm underwent a stent assisted coil embolization procedure. Approximately sixteen months post procedure, the patient underwent a second procedure to occlude the aneurysm during which a stent and three non-boston scientific coils were placed. During the procedure, the patient suffered a vasospasm that was treated with verapamil, dose not disclosed. There was no clinical consequence to the patient.